Manufacturer narrative:
Reporter first name:(B)(6). Reporter last name: (B)(6) reporting institution name: (B)(6). Reporting address line 1:(B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal:(B)(6). Reporting institution phone:(B)(6). Reporter phone: (B)(6). According to the available information, it was determined that therapy test failed due to malfunction of assay capacitance. To resolve the issue, the assay capacitance (453564489001) was replaced and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to defect in the assay capacitance. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that therapy delivery test fail during op check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.